Event description:
Sorin group USA received a report that while using the primo2x oxygenator during a procedure, the clinician noticed blood in the water line. The oxygenator was changed out and the case continued without any further issues. It was stated that there was blood in the pt's urine when coming into the operating room but that this condition had improved by the end of the case. There was no report of pt injury due to this incident.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator and the 510(k) number is k050447. The oxygenator is a component of the custom perfusion pack. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group USA received a report that while using the primo2x oxygenator during a procedure, the clinician noticed blood in the water line. The oxygenator was changed out and the case continued without further issues. It was stated that there was blood in the pt's urine when coming into the operating room but that this condition had improved by the end of the case. There was no report of pt injury due to this event. The oxygenator was returned to sorin group USA for evaluation. Testing of the unit found a leak path between the blood side and water side of the heat exchange, confirming the reported issue. The oxygenator was returned to sorin group (B)(4) for further evaluation. A follow-up report will be filed when the investigation is complete.